Manufacturer narrative:
The ge svc rep replaced the hand control and verified that the system operates as intended.

Event description:
The customer reported that the hand control sticks. No pt injury was reported.